Event description:
New information received notes that after previous programming changes were made another instance of non-sustained rv oversensing due to post-paced t-wave oversensing was observed via remote transmission. Additional programming changes will be made at patients scheduled visit.

Event description:
It was reported via remote transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed. Patient was asymptomatic. Programming changes were recommended.